Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/09/2015. While troubleshooting an error the fse found that the abnormal ii controls were failing because the light scatter sensor was damaged. The fse replaced the light scatter sensor, which repaired the failing controls. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The field service engineer (fse) was troubleshooting errors on the coulter hmx analyzer with autoloader and found that the abnormal ii controls were failing. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.